Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Electrical continuity passed. Vessel sealer was plugged in properly with no issue to the instrument control box (icb). Blue light lit up on icb indicating power was being deliver and unit was properly connected. Vessel sealer successfully passed self-test on multiple attempts. Energy activation test was then conducted on system. No faults or error messages appeared during in-house testing. Wet paper towel was held between grips and began to smoke when seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. Grip force test and electrode gap test both passed. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument would not complete the process of sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci procedure the endowrist one vessel sealer instrument would not complete the process of sealing. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.